Event description:
In january, my diabetic supplier sent a new glucose meter- truetrack. It is horrible! I tested my bg and had a reading of 450. I then tested it using my prodigy meter and it was around 250. I contacted the company and they said the meter tests were within acceptable ranges. I have checked it several times, and it always reads between 50 and 250 points of my older meter. I then took the truetrack to my doctor's office and had blood work done. Their lab work showed my bg at 175. The tt read 215. Later that night, I checked it again and once again, it was off about 200 points from my prodigy. This product is inaccurate and needs to be pulled off the market. It is a danger to diabetics as with the continual high readings, we will take too much insulin based on the tt readings. I have since contacted medicare and the supplier and informed them that I am returning this worthless meter and expect medicare and blue cross blue shield to be reimbursed for any expenses. Dates of use: 2008. Diagnosis or reason for use: diabetic.